Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the xenon light source had a dark image after replacing the light source. The issue was identified during an unspecified diagnostic procedure. The procedure was completed using the same device. There were no reports of patient harm.